Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative reported right side capsular contracture (baker grade unknown). The device status is unknown.

Event description:
Patient's representative reported capsular contracture, baker grade unknown. The device status is unknown. This record relates to the right side.

Manufacturer narrative:
Additional, corrected and/or changed data: d.6a.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative reported, right side capsular contracture, baker grade unknown. Device remains implanted.